Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. On (B)(6) 2014, the complainant advised that the tissue was "partly raw, sludgy and almost unusable" and that stained sections prepared from the sub-optimally processed tissue samples which had subsequently been re-processed using another instrument "did not look great." Specific info as to the final status of the tissue samples exhibiting sub-optimal processing including whether re-biopsy of a pt(s) is required and/or has already occurred has been sought from the complainant. Investigation of this incident by leica biosystems is in progress.